Event description:
Per the clinic, the patient experienced a skin breakdown and an infection at the magnet site. Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.